Event description:
It was reported that the flushing pump footswitch was deflated and could not be re-inflate. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
The customer's allegation was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A device history review revealed [findings/no issues that could have caused or contributed to the reported issue]. Olympus will continue to monitor the field performance of this device.